Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to user operations. It is possible the event occurred due to the following: - the scope was removed while using the suction function. - the scope was removed immediately after suction. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: -see warning column in 4.4 of the tjf scope manual ¿take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: -only apply suction when the endoscope is stationary. -after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ olympus will continue to monitor field performance for this device.

Event description:
There was no additional medical or surgical intervention needed as a result of the issue. Additional details were requested but not provided.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the loaner duodenovideoscope was used during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) and injured the patient's mucosa in the pylorus with minor mucosal bruising. Additionally, there is possible re-use of the single use distal cover. The procedure was completed with the same scope and distal cover. No further patient harm was reported. This medwatch is related to patient identifier (B)(4) (duodenovideoscope tjf-q170v; sn (B)(6)).